Event description:
It was reported that the electric shock test is printed without the words "test passed." There was reportedly no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device after the electric shock test is printed without the words "test passed". There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the paddle which was cleaned, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the paddle. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse cleaned the paddle to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.